Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this incident. System performance indicators (calibration, quality control and system check) have been passing within specification. The customer suspected heterophile antibody interference was the cause of the reproducible elevated access accutni+3 results and performed testing interference testing. The result obtained was within the normal reference range with polyethylene glycol (peg) added to the patient¿s sample. Peg is not an approved method for determining interference in the access accutni+3 assay. The customer also use scantibody as part of the heterophile testing, which did not reduce the dose. The cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's unicel dxi 600 immunoassay system. The customer reanalyzed the patient's sample on the same unicel dxi 600 access immunoassay system and obtained two reproducible elevated results. The sample was analyzed on the istat and recovered with a result within the reference range. The next day a second sample from the same patient recovered with three results above the reference range of the assay. The istat result recovered within the reference range of the assay. Three days later, a third sample from the same patient recovered with three results above the reference range of the assay. The istat result recovered within the reference range of the assay. The elevated access accutni+3 result was released from the laboratory. The patient was administered clexane. There was no additional change to or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the incident. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). There was no report of sample integrity issues.